Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited whitish foreign material in air water tube, jet tube and air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the adherence/clogging of the material in the air/water-cylinder, air/water-channel, and auxiliary water channel. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since reprocessing was not conducted properly due to leakage from the switch 3, scope connector cover and distal end. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.